Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that "an unfamiliar icon" was displayed on the pump. Customer alleged a loss of connection occurred. Customer did not provide additional information regarding the reported issue.